Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), yellow particles and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a smooth crease opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on posterior due to a fold flaw opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.